Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical products: int411, osseotite, tapered certain, implant 4 x 11.5mm, lot: 2120021378. Int485, osseotite, tapered certain, implant 4 x 8.5mm, lot: 2023050575.

Event description:
It was reported that the implants on tooth location 44 ,45 and 46 were removed due to pain. Patient experienced such a pain that arrived until the eye. Doctor discarded peri implantitis and gums are ok as well.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) int411, (osseotite® tapered certain® implant 4 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2120021378. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120021378 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.